Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) experienced issues with the device that resulted in explant of the ipp. Once the pump of the ipp was removed, a dimple in the pump was identified, and it had air within it and a loss of fluid for unknown reasons. A new ipp was implanted. No patient complications were reported.